Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: one response stated that the tissue pad fell off of the clamp arm. A second response stated that the tissue pad did not fall into the patient but was very loose on the clamp arm when the device was removed. A third response stated it was retrieved. "While activating the hd device, a metallic noise was heard. Hence activation was stopped. When looking at the device (on screen) it was obvious that the tissue pad was damaged and broken, yet still slightly attached to the clamp arm. After removing the instrument (hd) from the patient, through the trocar, the tissue pad came of the clamp arm."

Event description:
It was reported that during a laparoscopic simoidectomy procedure, the tissue pad of the device broke. This occurred approximately one hour into the procedure. The tissue pad broke during activation in tissue with advanced hemostasis mode button (green). Surgeon felt that extra long activation was needed and very little activity between active blade and tissue pad. The procedure was completed with a new device. There were no adverse consequences for the patient.